Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states their infusion set had come out. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 107mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer declined to troubleshoot for tape not sticking. The customer believes nothing is wrong with the pump.